Event description:
It was reported the customer was taken to emergency room. Customer site was removed and a new one was inputted. Blood glucose was still high and had ketones present. Customer was treated and released. Cracks around the battery compartment were noted. Customer was treated with manual injections. Customer blood glucose has not been down since last night. Blood glucose was 437 mg/dl, device and manual injections. Customer's symptoms were agitated, angry, and stomach pain. Blood glucose at time of admissions was 237 mg/dl. Customer was diagnosed with mild diabetic ketoacidosis. Customer was of the insulin pump for three hours prior to hospitalization. Drive support cap was normal. No air or leaks noted. Settings were correct. Damage was noted on the device. Customer's mother was unaware how damage occurred. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.